Manufacturer narrative:
This report is submitted on june 02, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site (date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022 in order to drain and clean the infected site. It was also reported that the patient was treated with IV antibiotics (specific date and duration not reported). The infection has resolved. This report is submitted on july 6, 2022.